Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event defect on the tip was found with slit is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury no further reports will be scheduled under mfg report num. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic cystotome was not caught in the sac. After surgery, defect on the tip was found with slit. The surgery was completed after replacing the product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).